Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported error #32097 on universal surgical manipulator (usm) 3 axes controller, motor (acm) node. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the issue. The unit was tested on an in-house system in normal mode with no related errors. The unit was tested on a patient side cart fixture test platform (pftp) where it failed for clockspring being below 75. A gold clockspring was installed and aba was performed to confirm the clockspring as the root cause of the reported problem. The clockspring fiber assembly will be replaced. The probable root cause was attributed to clockspring.

Event description:
Refer to h11 for follow-up information.